Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified concentration of morphine to a homecare pt. After an unspecified length of time in use, the tubing separated from the proximal end of the filter. The tubing set and morphine container were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.